Event description:
Updated summary: based on the latest information, the event involved product(s) unk_transmitter, unk_mmmobileapp, unk_sensor, unk_ngp. No product return is required for unk_transmitter, unk_mmmobileapp, unk_sensor, unk_ngp.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a short battery life or a low battery alarm. The customer reported bleeding at the insertion site. The event involved product(s) unk_transmitter, unk_mmmobileapp, unk_sensor. The customer reported issues with transmitter pairing. The customer lost signal with the transmitter and unpaired it. Since it has been unable to pair it again, the customer was getting device not found. The customer also stated that it was unpaired from the mobile and was also unable to pair it. Assisted the customer to pair the transmitter and the mobile. Troubleshooting was not performed. No further patient complications were reported. No product return is required for unk_transmitter, unk_mmmobileapp, unk_sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.